Manufacturer narrative:
E1: name: medtronic minimed street: 18000 devonshire street city: northridge state: california zip code: 91325 country: united states. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemia. The elevated blood glucose was treated with a correction delivered via the insulin pump.